Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2022, during an unspecified moment of the day the patient was driving and had a cgm reading of 43 mg/dl and drank an apple juice and shut off her pump. According to the patient after she drank the apple juice the cgm reading was 155 mg/dl with double arrows pointing up, and she thought ¿it couldn¿t have been that low then, it is not reading right¿. Without any warning symptoms reported, the patient then loss consciousness, which happened less than 4 hours after she drank the apple juice, and even though not known by whom, the ambulance was called. At this moment the cgm reading was 86 mg/dl, and the blood glucose reading was less than 20 mg/dl. In the hospital the patient was given lactated IV ringer and sugar IV to stabilize her glucose levels. There was no information on what the cgm or bg values were in the hospital. There was information regarding when the patient regained consciousness and when the patient was discharged from the hospital. There is no mention of any bg value at any moment during the event, however, the patient felt that the cgm was inaccurate. It was report that the low cgm value did generate an alarm for the user. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).